Event description:
Event description guidant received information that, following delivery of internal and external shocks, interrogation of this implantable cardioverter defibrillator (ICD) revealed a low impedance - shorted lead warning message.